Event description:
According to the reporter, during a laparoscopic pediatric surgery, the device was not applied to any organ and went only through the abdominal wall. The instrument had a damaged seal and its 3 mm reducer broke. Another product from a different supplier was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.